Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
He customer reported via phone call that the insulin pump alarmed pump error and that the cannula was bent when removed. The customer's blood glucose reading was 488 mg/dl to 500 mg/dl at the time of incident. Troubleshooting found that the pump was able to complete the rewind sequence but then the pump alarmed motor error and no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. Unable to prime during the prime test due to a faulty force sensor resistor. The pump was unable to complete the functional testing, including the occlusion test due to the prime anomaly. No motor error alarm or excessive no delivery alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.